Manufacturer narrative:
On (B)(6) 2016, the (B)(4) project manager performed a visual inspection and commented as follows: the pedicle screwdriver broke at the torx tip. Fragile failure, likely related to excessive torque applied during screwing of the pedicle screw. The user confirmed that the bone quality was good and that he used a bone tap. However, a ø7mm tap was used for a ø8mm screw. Therefore the implant site was unsufficiently prepared and the insertion torque was likely above the expected value. The event can be addressed to a user error. No damage for the patient, all fragments were retrieved and the surgery was successfully completed with the second driver included in the standards set. On 22 february 2016, it was prepared a final report with the information submitted in the initial report and in this report. On 24 february 2016, the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On 14 march 2016 it was prepared a final report with the information already submitted in the initial report. On 18 march 2016 the report was sent to the initial reporter and the case was closed. This follow-up has been submitted to amend the information previously reported under MDR 2015-00381 fu1: device receipt date, visual inspection and complaint investigation closure were wrongly attributed to MDR 2015-00381, instead of MDR 2015-00380. The mistake has been found out on 12 april 2016.

Manufacturer narrative:
On (B)(4) 2015 it was confirmed that the first revision ((B)(6) 2015) was not notified to medacta, but everything was communicated on (B)(6) 2015. Batch review performed on (B)(6) 2016: item removed on (B)(6) 2015: lot 114222: (B)(4) items manufactured and released on 23 february 2012. Expiration date: 2017-01-31. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Items initially implanted on (B)(6) 2014 and explanted on (B)(6) 2015: gmk primary femur ps cemented # 2 l code 02.07.2202l lot. 136067 (k090988): lot 136067: (B)(4) items manufactured and released on 05 february 2014. Expiration date: 2018-12-31. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk primary tibial tray fixed cemented # 2 l code 02.07.1202l lot. 144880 (k090988): lot 144880: (B)(4) items manufactured and released on 07 august 2014. Expiration date: 2019-06-30. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk primary tibial insert ps fixed # 2/14mm code 02.07.0214psf lot. 134877 (k090988): lot 134877: (B)(4) items manufactured and released on 28 january 2014. Expiration date: 2018-12-31. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk primary patella resurfacing # 2 code 02.07.0034rp lot. 140227 (k090988): lot 140227: (B)(4) items manufactured and released on 25 march 2014. Expiration date: 2019-02-28. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
The patient had a primary knee surgery on (B)(6) 2014. On (B)(6) 2015 the patient had an infection and a two stage revision was planned. All of the components were removed and antibiotic spacers were put in with a medacta liner (02.07.0217psf lot 114222). The infection cleared and on (B)(6) 2015 the antibiotic spacers were removed and gmk revision products were put in. The surgery was completed successfully the explants will not be returned. There are no x-rays available.